Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Analysis of the extension (s/n (B)(4)) found the extension body¿s conductor was broken less than 5 centimeters from the proximal end. The #2 conductor was broken 2.8 cm from the proximal end. The epoxy was broken at this location. This extension was connected to the #0-7 connector port of the ins.

Event description:
No allegation against the device or therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.